Event description:
It was that the patient underwent a transforaminal lumbar interbody fusion at l4-5. It was reported that the l4 tower popped off during reduction of the spondy. At that point, the surgeon had to attempt to restore height and get correction with the cage and reducing the other side of the cage was difficult to get in due to no supporting distractor rod to work with. The surgeon was then able to capture the proud rod on the 1st side. Reduction and height restoration were not as successful as would have been if 1st side towers didn't pop off. The case was also extended in time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual and optical examination of instruments did not identify material damage. Functional evaluation with pli#70 inner sleeve and a sample solera mas was unable to manually remove the head from the instrument assembly, with the mas head at maximum angulation. Per the solerasextant reduction surgical technique, attempting to reduce past "4" may not allow the rod sufficient clearance to pass through the instrument tower assembly. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the associated instruments. The instruments appear to be capable of performing it's intended function.